Event description:
It was reported via repair work order that the foot section weld was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot section weld was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up provided with evaluation results provided by customer which determined the foot mattress assembly did not lock into place due to the left and right pilot weldments/guide wings being broken. Customer provided with parts to do repairs. Customer performed evaluation.